Event description:
An ophthalmic surgeon reported that during diagnostic testing for axial length, the system measurement results were significantly different from measurements taken by another unit when checking the system using a test eye, the resulting measurements were on the high end of tolerance. There was no pt harm as the pt was re-measured with the alternate unit before surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).